Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified malfunction. The existing aus was explanted and replaced with a new aus consisting of a 5.5 cm cuff, pump, and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.